Manufacturer narrative:
The customer cancelled service to replace the transducer which remains at the user facility. Since the device was not returned, no failure analysis could be performed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event. The customer cancelled service to replace the transducer which remains at the user facility.

Manufacturer narrative:
Return of the suspect transducer is anticipated. Evaluation of the transducer will be included in a follow up report upon its return and investigation completion.

Event description:
A customer reported an s8-3t model transducer was having a color imaging issue. There was no injury associated with this event.